Event description:
After a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure treated one target lesion. The lesion was an 80% stenosed, mildly calcified, mildly tortuous, de novo lesion in the mid right coronary artery (rca). The lesion was 40mm in length and 2.6mm in diameter and was not pre-dilated prior to stent placement. The physician deployed two taxus liberte stents in overlapping fashion to cover the lesion. One 2.50 x 24mm stent and one 2.75 x 12mm stent were deployed at 14 atms each. The physician post dilated the stents using the delivery balloons at 14 atms. During the procedure, there was flow impairment of a side branch vessel. It was indicated that it was "possible" thrombus was present; however, the results of the procedure were 0% residual stenosis and timi-3 flow. Later that day, it was reported that the pt experienced a stent thrombosis of the target vessel. The thrombosis was confirmed by angiography and was resulved using "medical mgt." At the time of the event, the pt was on clopidogrel and aspirin. The relationship of this event to the device was indicated as being "possibly" related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 8370465 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.